Event description:
During a remote follow-up, a decrease in defibrillation impedance was observed on the right ventricular (rv) lead. Lead damage was alleged but not confirmed. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the decrease in defibrillation impedance was noted during an unrelated procedure. No intervention planned as the impedance stabilized.